Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawer was offline. A technical support specialist had worked with the customer and assisted to power switch on the back of the drawers; hence the customer had switch and rebooted the cabinet to resolve the issue. The system functioned intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini drawers were offline. The customer stated that they were unable to issue the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.